Event description:
It was reported that during implant, dft testing delivered a 20j shock that did not convert the patient. Strange markers were noted on the real time egms at this time and the device did not deliver another shock. External defib was used to convert the patient. The device then presented in backup vvi mode. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported reset was confirmed in the laboratory. Bench testing and ate testing showed normal device function and damage to the hv output circuit. The cause of the output circuit damage was undetermined. It was believed that the backup vvi was a result of external defibrillation.